Event description:
It was reported that the patient's catheter was implanted 74 days after its "use before date". The drug used in this system was unknown.

Manufacturer narrative:
Product ID: 8711 serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).